Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised to hold down the act button until a second series of beeps was received and or numbers appeared on screen. Customer reported that second series of beeps was received. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.